Event description:
A report was received that the patient had a discomfort at the pocket site and that the device is causing him more pain. The ipg had flipped and was confirmed by x-ray. The patient underwent a revision procedure wherein the whole scs system was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.